Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a defective image issue while using the evis exera iii video system center; when connected with 180 scopes, an image would appear on only half of the screen (the device worked fine with 190 scopes). There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The reported phenomenon, ¿image of 180 scope only appeared on half of the screen¿, was not reproduced. However, the following probable causes were provided: faulty scope/camera head; faulty cv-190; faulty cr board/dp board/lvdus/cr-dp flat cable/convertor; faulty scope cable; faulty clv-190; faulty light source cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.